Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient was having a lot of trouble getting the handset and communicator to locate the pump. This was an ongoing issue. The company representative (rep) requested to have the communicator replaced as part of troubleshooting. While on the call the patient stated "or it could be that the pump has flipped again". They had to have 2 revisions because both times the pump was flipping and they were not getting medication. Since the 2nd revision, the pump was sticking straight up and they had to push it back in and did not know if the pump was flipping again or not. The patient powered off/on both external devices and while on the call was able to bolus. However, it took quite a while for the communicator to find the pump. The issue was not resolved through troubleshooting. An email was sent to the repair department. The patient was aware if the problem continues they would be following up with the managing physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.